Manufacturer narrative:
This occurred on an unknown date in (B)(6) 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a ruptured bladder. The ruptured bladder was microscopically examined with no abnormalities were found. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate bladder ruptured. This was found during filling. The intermate as filled with unknown amount of sodium chloride and meropenem. There was no patient involvement. No additional information is available.